Event description:
I had the essure implants inserted into my fallopian tubes (B)(6) of 2012 and have had many side effects that have gone unexplained. I have severe pain in my lower abdomen that may begin as a piercing stabbing pain and then turn into a stabbing pain several times a month. I have a lot of fatigue and brain fog. I also have a distended abdomen in which I look as if I am 6 months pregnant. During my period, I have at least a week's worth of very heavy bleeding with quarter size or larger clots. All of my symptoms got progressively worse instead of better as time goes by. I also suffer from migraines that my usual migraine medicine cannot help with any longer.